Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging due to ipg placement. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg using adhesive patch. No need for revision at this time.

Event description:
A report was received that the patient was experiencing difficulty charging due to ipg placement. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the pocket site was relocated. It was also reported that the charging issue started after a non-device related surgery. It was unknown if malfunction was suspected with the replaced ipg. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging due to ipg placement. The patient will undergo a pocket revision procedure.